Event description:
The customer reported no image displayed on the monitor . Also there was no monitor rotation stop block and the cables were twisted.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.